Event description:
Pt reported obtaining back-to-back blood glucose results of 32 mg/dl and 90 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient's control solution had expired). Technical support requested the return of the suspect product and replacement product was shipped.